Manufacturer narrative:
The results of the investigation are unconfirmed since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. It was noted on stored egm that the implantable cardiac defibrillator was post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. The issue was resolved by programming changes. The patient was stable.